Manufacturer narrative:
This supplemental report is to inform that upon further review, this report was found to be a duplicate of an event already reported in manufacturer report number (patient identifier (B)(6).

Event description:
It was reported the ultrasonic surgical device's lower fixed jaw broke off. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasonic surgical device's lower fixed jaw broke off. The issue occurred during an unspecified procedure. There were no reports of patient harm.